Event description:
It was reported that during routine testing conducted by a manufacturer field service technician at the user facility, the technician reported that the trigger was sticky causing the handpiece to run with out pushing the trigger down. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The service technician observed that the device would run on. Upon disassembly, it was noted that the trigger shaft was damaged. The trigger assembly was replaced, preventative maintenance was performed.

Event description:
It was reported that during routine testing conducted by a manufacturer field service technician at the user facility, the technician reported that the trigger was sticky causing the handpiece to run with out pushing the trigger down. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.